Manufacturer narrative:
Control solution testing was not completed at the time of the call.

Event description:
Customer reported receiving inaccurate high readings. Customer tested blood glucose and received readings of 186 and 168 mg/dl. Results are outside the allowed 20% variance. Customer indicated that in the past as a result of inaccurate readings, she had to visit the hospital. Details related to the hospital visit were not provided and are unrelated to the blood glucose readings contained within this report.